Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during analysis of the device at the bench, the charging port was found to be damaged. There was no patient involvement at the time of the event.